Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: the protection sleeve, the proximal femoral nail antirotation blade and the impactor for (pfna) blade blocked, (stuck), together. It happened before the surgery. There were no parts in the patient, no consequence on the patient, no delay of surgery. This report is on the protection sleeve. This is 1 of 3 reports for (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. The manufacturing documents were reviewed and no complaint related issues were found. The device was returned and the investigation is ongoing.

Manufacturer narrative:
The returned devices were jammed together. The blade is inserted in an about 35° offset angle from the orientation marking on top of the protection sleeve. The investigation has shown that these devices are indeed jammed and cannot be disassembled as complained. There are clearly visible marks of heavy hammer blows all over the protection sleeve and the impactor. It cannot be determined which of these damages were caused during the attempt of disassembling. Some of the damages indicate that the devices were used often and intensely which indicates no product fault. The main cause of the complained malfunction was the improper alignment of the proximal femoral nail antirotation blade in the protection sleeve. It¿s clearly visible that the blade was inserted in an about 35° offset angle from the orientation marking on top of the protection sleeve. As the blade sleeve has an oval shape this leads to a jamming of the blade in the sleeve like in this case. The complaint history was reviewed and we are not aware of any other complaint of this nature for the involved article- and lot numbers. Also the review of the manufacturing documents showed no discrepancies from the specification. No product fault could be detected. The complaint was determined to be invalid.